Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys pth immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The samples were processed in sample cups. The first sample initially resulted with a pth value of < 1.2 pg/ml, which repeated as 102.2 pg/ml. The second sample initially resulted with a pth value of < 1.2 pg/ml, which repeated as 21.2 pg/ml. The pth reagent lot number was 490835. The reagent expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer replaced the probe assembly and measuring cell. The probe positions were adjusted. The samples at the customer site had fibrin in them. The investigation determined the issue was caused by incorrect pre-analytic sample handling.